Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2.¿successfully utilized crest and thump to download history files, traces. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files on 06/30/2025 12:50:00.000 due to moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched, cracked keypad overlay. In summary, customers alleged pump error 35 was confirmed. Critical pump error (open book image) alarm confirmed due to moisture on pcba 1 and pcba 2. Unable to confirm delivery anomaly due to open book. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, pump error 35 (a broken force sensor was detected during seating or regular delivery) and change sensor alert. Customer also stated that the delivery was stopped. The customer reported blood glucose values of 262 mg/dl. The event involved product(s) mmt-332a, mmt-396a, mmt-1884, mmt-7040ma. Troubleshooting was partially performed and explained the pump performs safety checks and error was found. Customer reported that customer went to pool. It was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not and whether the customer was used the auto mode feature or not. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No return is required for mmt-332a, mmt-396a, mmt-7040ma.